Event description:
The ge oec 9800 fluoroscopy sys displayed a low ma error message.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective battery pack. The battery pack was removed and replaced. The sys was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.